Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the (B)(6) 2010 failing a self-test due to a low battery. An increase in voltage was observed less than 3 minutes later with the device passing a self-test. The device failed multiple self-tests due to a low battery between (B)(6) 2012 and (B)(6) 2014. Multiple manual power ups, one of ten minutes duration, were observed in the device memory on (B)(6) 2016. An increase in voltage during this time suggests a further pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. The manual power ups may indicate the device was switching on automatically and the user was intervening by turning the device off via the on/off button. Therefore there was only one ten minute timeout recorded. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The self-test fails may be due to the pad-pak not being properly seated in the device or a partially depleted unit may have been installed. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.